Manufacturer narrative:
Manufacturer's report date: 03/11/2015. (B)(4). Conclusion: no available code for undetermined or unknown cause. The customer's report of having found the bag of meropenem empty prematurely for an intended infusion of 85 ml for 15 minutes could not be confirmed. The device logs were overwritten from continued use after the incident preventing the ability to definitely identify the source pump module responsible for the infusion. The disposable sets in use at the time of the incident were not returned for investigation. Testing and inspection of the returned infusion system (pcu and pump modules) found no existing malfunctions and both pump modules rate accuracy performances to be within specifications. The root cause for the customer's reported experience could not be identified.

Manufacturer narrative:
Manufacturer's report date: 07/28/2015.

Event description:
The customer reported that a bag of meropenem containing 85 ml was set to infuse over 15 minutes (rate = 240 ml/h), but after 15 minutes had elapsed, more than the 85 ml had infused. The bag had emptied prematurely and additional fluid had been infused leaving the tubing dry all the way to the air-in-line sensor. The tubing had been previously primed, thus the bag would have contained the full 85 ml. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided. Manufacturer's report number: 2016493-2015-00205. Manufacturer's report date: 03/11/2015. (B)(4).